Event description:
It was reported that the device had failed calibration test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found missing tamper seal and that the downstream occlusion sensor seal was worn. There was evidence of the error in the even history logs. The reported problem was not duplicated. The sensors worked as they should. Removal of the downstream occlusion sensor seal revealed a fluid ingressed bezel. The ingression contaminated the sensor. A contaminated downstream occlusion sensor would cause intermittent issues and the downstream occlusion sensor seal was worn. Fluid ingression was noted to be the cause of the reported problem. For corrective action the downstream occlusion sensor and air detector were replaced. The root cause of the reported problem was traced to the customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.